Event description:
Consumer complaint of high control results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Control test performed during call ((B)(6) 2015; 7:54 pm) with result out of acceptable range of 448 mg/dl. Control level one lot #4l1a03 acceptable range is 178 to 240 mg/dl. Control manufacturer's expiration date is 05/31/2017 and open date is within 90 days. Control test performed prior to call with result of 443 mg/dl. The outcome of this complaint will be determined based on the parkes grid analysis. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: incorrect control range assignment.